Event description:
It was reported that the patient had an internal fixation of a rib fracture (rib location, unspecified) approximately one year ago (date unknown). No patient details available. The patient reported pain postoperatively and on (B)(6) 2014 the plate was removed. The patient tolerated the procedure without complication. No patient harm reported or delays in surgery. The procedure was successfully completed. This report is for the screw(s). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the screw(s), part and lot number(s) unknown. Implant date reported only as approximately one year prior to this report. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.